Manufacturer narrative:
This report is submitted on november 24, 2023.

Event description:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported) and subsequently was treated with oral (systemic) antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.